Event description:
It was reported that the customer went to the emergency room as she had low blood glucose at 47 mg/dl. Leading to the hospital admission, the customer was increased activity before going to sleep and possibly not having enough to eat. Customer had begun to work out more often and was more active in the afternoons. The customer's basal rates were lowered on the insulin pump. It was also stated the battery cap on the insulin pump was stripped. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.